Manufacturer narrative:
D10: 2 cut rods (07.02022.002 & unknown), 7 closure tops (07.02010.001), 2 additional screws (801m4545). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2024-00197 through 3012447612-2024-00202.

Event description:
It was reported that a t10-pelvis revision surgery was conducted to correct six vitality screws that were found to have fractured or bent post-operatively. No further information regarding patient impact or revision type is available at this time. This is report two of six for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. H6: additional method code: 4110. Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the screw shank has fractured. Additionally x-ray images were provided which show the screw has fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left (B)(6) medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a t10-pelvis revision surgery was conducted to correct six vitality screws that were found to have fractured or bent post-operatively. No further information regarding patient impact or revision type is available at this time. This is report two of six for this event.